Event description:
It was reported by the patient that "my wiring has come undone from my ICD (device). I can feel the leads up in my chest near the ICD (device). I haven't had the ICD (device) checked since it was put in during (B)(6) 2009." Device and leads are still in use. Physician had no further information on the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.